Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, tandem clinical diabetes specialist (cds) reported the customer had reverted to using manual injections for insulin therapy. Reportedly, the cds met with the customer and healthcare provider for additional pump training. The customer ws discharged from the hospital on (B)(6) 2018. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl. The customer was not feeling well, had chest pains, difficulty breathing and urinating alot. The ambulance transported the customer to the emergency room and was admitted to the hospital. The customer was admitted to the hospital and was treated with intravenous fluids/insulin. Blood was checked. Elevated bg was resolved. At the time of the report, the customer had not yet been discharged. The elevated bg was associated with the customer not entering the number of carbohydrates into the pump and only enters a bg value for a food bolus.